Event description:
On 17-dec-2025, a company representative - service personnel contacted technical service to report that centrella med-surg (product code p7900b000011, serial number (B)(6)), had siderail false latching. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the latch spring needed to be reconnected. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Remove the siderail, and get access to the latch assembly. Make sure all parts of the latch assembly are clean and in good condition. Clean and/or replace parts as necessary. Replace the siderail. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in mar 11, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the latch spring to resolve the reported event. Based on this information, no further action is required.